Event description:
The customer reported that the 840 ventilator had an erratic display while in use on a pt. The pt was not harmed or injured as a result of the event. The covidien customer support engineer (cse) verified the malfunction. The cse replaced the graphical user interface (gui) pcb. The ventilator passed all testing.